Event description:
Report 1 of 2 for (B)(4). It was reported that during a shoulder arthroscopy surgery, it was observed that the vapr s90 w/ hand controls device generated sparks and then the ultra aggressive plus 4.0mm device was found to have debris falling off. Another devices was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device u2406002 number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in unused condition. The tip is in good condition. The cable, connector and pins are in good condition. The device was sent to the manufacturer for further review. Manufacturing investigation result for vapr s90 w/ hand controls: the device was not received in its original packaging, only blister. Tip, handle assembly, cable and plug are in unused condition. Electrical checks: the device passed all the parameters. Functional checks using generator gml3735/4: the device passed all the checks. The customer reported that sparks were generated. The device received for evaluation appears in a new state with no use visible on the active tip. The device passed all electrical and functional tests. The complaint cannot be substantiated. The returned complaint device was found to meet the manufacturer's specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. Conclusion: no fault found - the root cause of the customer reported issue could not be determined. The overall complaint was not confirmed as the observed condition of the vapr s90 w/ hand controls would have not contributed to the complained device issue. ¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed the functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.